Event description:
Pt experienced shoulder swelling approximately 6 weeks following rotator cuff repair with orthadapt augmentation. The graft was removed seven weeks post-repair. Physician indicated the graft was clearly elevated off the cuff by the anterior aspect of the acromioplasty due to a "shear" type injury with overhead activity. Remaining graft was still well fixed. Graft was starting to incorporate at the proximal humeral site. According to physician, the pt used his arm for overhead activities contrary to instructions.

Manufacturer narrative:
Based on case findings and pathology report, this incident was not caused by the orthadapt bioimplant: pt non-compliance with physician's instructions post-surgery caused the shoulder swelling, leading to explant of the graft.